Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the eval.

Event description:
User facility reported device began leaking from the cuff after an unk amount of time in situ. A tracheotomy tube replacement was required. No permanent adverse effects to pt reported.